Event description:
International customer reported that a pt presented with a recurrent hernia one year following an initial hernia repair. The pt was returned to surgery. The customer reports that the defect went through the mesh; the mesh was found around the whole defect area. No further info was provided.

Manufacturer narrative:
Conclusion: no conclusion can br drawn at this time. Should additional info be obtained, a supplemental 3500a from will be submitted accordingly.